Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va14grn implanted: (B)(6) 2016 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ipg) used for gastrointestinal/pelvic floor. All open impedances were reported. Physician scheduled a lead revision but in the case saw fluid in the ipg. They replaced the ipg which cleared all impedance. This reportedly took place the day of the report. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient¿s weight was unknown. The rep. Believed the implanting physician disposed of the old stimulator. No further complications were anticipated.